Event description:
It was reported that a ventilator with the device in line sounded low flow and high pressure alarm. The user first thought this may have produced a pt pneumothorax, did stat x-ray and was ok. The pt was bagged off vent with no problem. A new device was put in line without incident.

Manufacturer narrative:
The returned device was evaluated in the firm's laboratory and found to have a higher resistance than that of unused product. However, based on the info received the user employed nebulized drugs, which may have caused the incresed resistance. A potential for resistance/high pressure is addressed in our instructions for use stating that vigilance should be maintained for resistance if nebulizing medications. The lot number was not recorded, therefore a review of the device mfg history could not be performed. Conclusion: no malfunction present; the device performed as described in labeling. User error may be a factor. Additional info requested, but not received. Unless substantially significant info becomes available, this constitutes a final report.